Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown procedure on (B)(6) 2018, while using the mallet and impactor to push the dhs plate to the bone, a piece of the gray plastic impactor broke off. The piece was retrieved easily without additional intervention, and the impactor was still usable enough to finish the case. There was no patient impact. The surgery was completed successfully with no delay. Concomitant device(s) reported: impaction inst: hammer/mallet: tr (part #: unknown, lot #: unknown, qty: 1) dhs/dcs plate (part #: unknown, lot #: unknown, qty: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: weight unit is unknown as weight is unknown. Event date was corrected to: (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.